Event description:
Per the surgeon's report, this patient experienced very little benefit and no speech perception from her cochlear implant. She stopped wearing her speech processor all together since october 2006. Impedance testing at the clinic reportedly showed an increasing number of open circuit electrodes. Integrity testing on 11/21/2006, showed normal receiver/stimulator function, but 7 open circuit electrodes. Cochlear has recommended explantation/reimplantation surgery. However, a surgery date has not been scheduled.